Event description:
It was reported that during a repair the device was leaking a brownish red substance. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for repair. The investigation found that there was a brown reddish substance on the side switch and inside trigger handle and the trigger housing was broken. The device was repaired and returned to the account.